Event description:
It was reported that the following issue was observed on the device: "buttons 1, 2, and 3 don't work." Additional notes provided by the facility¿s clinical engineering support services include: "I was able to verify that some of the buttons on the keypad were not working, so I replaced the keypad with a new one. The unit also had a broken power cord strap so I replaced that as well.the unit was not reading the battery as connected, so I had to replace the battery with a new one.I ran the unit through all of the pm tests found in the alaris system maintenance software, verified that the unit had the correct network configuration, and let the unit update to the current data set with no other issues." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had buttons 1, 2, and 3 don't work was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.